Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device had error code 200.5040. There was no patient involvement.

Event description:
It was reported that the device had error code 200.5040. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi - 8100 error 200.5040. Technical support: 1. Flash the pc unit or the module to the correct software version. Assisted craig in flashing the unit. A review of the device history record for sn (B)(6) was performed from date of manufacture 12/27/2012 to present date 01/19/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support: caller has an 8100 module giving a 200.5040 error. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text: no product returned.